Event description:
It was reported that a spectrum infusion pump falsely alarmed "upstream occlusion". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom "false 'upstream occlusion' alarms". Review of the event history log confirmed the reported symptom. The evaluation found that the lower readings on the ultrasonic sensor with a fluid filled tube were low, caused by a failed ultrasonic sensor. With low ultrasonic readings, the pump is more sensitive to false "upstream occlusion" alarms. The failed ultrasonic sensor was replaced.